Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI#: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned. Therefore, unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it is observed, that the first plate was not fully deployed due to a very small part of the implant remains inside the applier needle. A manufacturing record evaluation was performed for the finished device 9l80501 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause for this issue can be attributed to procedural variables, such handling of the device or product interaction during procedure. The operator did not squeezed the red trigger to its fully position. As per IFU, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china, that during a meniscal reair procedure on(B)(6) 2023. It was observed, that the plate on the truespan meniscal repair system peek 12 degree device was detached at the first firing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.